Event description:
The port was placed via the right subclavian vein on 8/20/96. The pt reported pain at the site on 10/15/96. On 10/23/96, it was reported that there was good blood return from the port, but the pt experienced pain. Use of the port was discontinued on 11/4/96.

Manufacturer narrative:
Returned for evaluation is a plastic port with attachable 8 fr. Single lumen catheter. The catheter has been severed from the port .35" distal to the port connection. There is a short segment of catheter tubing connected to the port stem with the cath-lock that measures 1.1" long. There is tan-colored residue inside the lumen. This short segment appears broken on the distal end is bunched between the cath-lock and the port base. The distal section of catheter is also included. It appears to be broken at the proximal end. It measures 8.1" long. There are four depth marks on the distal segment. The break occurs at the four dot depth mark. Two and a half dots are present. The lumen has a large amount of dark blood residue inside. The port septum shows slight use with only a few needle stick marks in the silicone septum. The reservoir appears clear. There are two suture sites visible in the port's silicone over mold on either side of the stem. There is dark blood residue under the over mold, around the septum, and under the cath-lock. The cath-lock has gouges from a serrated jawed clamp. Notes in the file indicate that extravasation was suspected after approx. 2 months inside the patient. Use was discontinued and the port was removed. Upon explantation, it was discovered that the patient was severed 3cm from the port stem. The initial evaluation shows both segments to be patent during decontamination and cleaning. The severed distal segment is inspected tactually for elastic weakness or deformation. At approx. 1.7" distal to the broken end there is an annular impression that pinches the tubing into a smaller ring when placed under slight tension between the fingers. This is common to suture sites. The broken ends are viewed under magnification. The ends do match when mated. The break line is perpendicular with the axis of the tubing. The cross sections of both ends appear smooth and glossy with striations across half of the plane, and jagged and granular across the other half. This type of damage occurs when the tubing is partially cut, then broken or torn. The edges of the break are rounded and polished from abrasion along the smooth cross section. A suture tied then, the natural movement of the port inside the body can cause the tubing to break free from the port. Anchoring of the catheter directly is not recommneded in the MFR's instructions for use.